Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant air in line alarm, which was not reproduced due to a reload set alarm. The reported air in line alarm was confirmed during a review of the event history log and was found to be caused by continuity on the upstream sensor tail pins. In addition, evaluation found the upstream sensor readings to be out of specification. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.